Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 600 mg/dl. Reportedly, the customer went to the ER and was subsequently admitted to the intensive care unit (ICU) for high bg and diabetic ketoacidosis (dka). Customer was treated with intravenous fluids of saline and insulin. Customer was discharged three days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.